Manufacturer narrative:
Customer will call for svc if problem occurs agains. System was rebooted and operated as intended after that. This MDR is related to ge healthcare complaint.

Event description:
Customer reported the system displayed a communication error and would not fluoro. No pt injury was reported.